Manufacturer narrative:
(B)(4). Concomitant medical products: unknown persona femoral, catalog #: unk, lot #: unk. Unknown persona tibial tray, catalog #: unk, lot #: unk. Event date: unknown date in (B)(6) 2018. Explant date: unknown date in (B)(6) 2018. Therapy date: patient underwent revision on an unknown date in (B)(6) 2018. It is unknown if product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation is completed, a follow-up report will be filed. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-00726, 0001822565-2019-00727. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported patient underwent left total knee arthroplasty. Subsequently, patient was revised due to allergic reaction to nickel and pain.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. No devices, product information, or medical records were received. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.